Manufacturer narrative:
Event date: (B)(6) 2018. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4). [(B)(4)].

Event description:
It was reported via facility medwatch (B)(4) (attached) that the catheter was broken. The target lesion was located in the right chest. A flexima¿ apdl was selected for use. A day post-procedure, it was noted that the catheter was broken. Two days later, a required additional procedure was performed to replace the broken catheter. No further patient complications were reported and the patient's status was stable.